Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, a patient death occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.6mm and the lesion length was 17mm. Pre-procedure was 88% stenosis and post-procedure was 10% stenosis. A 2.75x20mm liberte stent was implanted. The procedure was a technical success. The next day, the patient experienced target lesion thrombotic occlusion with timi flow 0, stenosis of 100% and a target vessel related anterior mi. ECG showed new q wave changes and a rise in cardiac markers. The patient was on clopidogrel and asa at the time of the mi. The patient was discharged with type iiic unstable angina. Discharge medications included asa 160mg/day indefinitely and clopidogrel 75mg/day for 12 months. The same day, the patient had a sudden cardiac death. No further information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4): device not retrned for analysis.